Event description:
It was reported that the user¿s blood glucose decreased from 180 mg/dl to 118 mg/dl, with a contemporaneous fingerstick of 143 mg/dl, after a missed meal announcement led the pump to deliver correction doses; the user was advised to avoid treating a low unless glucose fell below the target range. Symptoms included concern about potential hypoglycemia without reported clinical effects. Outcomes included no alarms, no hospitalization, and successful user education. Investigation included troubleshooting and education focused on missed meal announcement and appropriate treatment thresholds. Investigation of this case revealed use-related error associated with a missed meal announcement, with the device delivering expected correction dosing and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement with appropriate device performance.